Event description:
Have had several strings on the product that have broken while performing circumcision. The string breaks when being tightened before knotting it and removing foreskin. Have been told repeatedly by the co that they have never received a product complaint of this nature and have no other centers reporting this problem.

Event description:
Add'l info rec'd from MFR 3/14/01: hollister inc had requested and did not receive samples of device from the user facility; therefore, testing of the actual device could not be performed. During the investigation, the facility reported that the breakage of the ligature was occurring when used by one physician. The facility also reported that other physicians in the facility have used the device without incident. Hollister inc has reviewed its product complaint files and has determined that no adverse trends exist for this product.